Event description:
The customer reported the 2800 system fluoro image was too grainy to visualize. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The charge coupled device camera and the video controller were replaced. The camera was aligned. The system was tested and operates are intended.